Event description:
Procedure: esophagus. According to the reporter: during the last firing the surgeon inserted the device through a hole in the thorax and in order to lean/incline it to reach the area to be stapled as it was a very difficult area to reach, a click was heard and the end of the part that joins the end of the barrel with the beginning of the sulu opened and it was not possible to remove the loading unit. So in order to go on with the surgery they opened an egiaustnd with other sulus. The pt was face down. It was in the right intercostal area. The slick sound was heard after articulating the sulu. Pressure/force was made in order to reach the correct area to apply the sulu correctly. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).